Event description:
It was reported that during a demo performed by getinge representative (gr), the gr's trainer was working appropriately attached to the cardio save intra-aortic balloon pump (iabp) when all of a sudden all of the trainer leds illuminated green at the same time and the trainer would not work anymore. It was unplugged and tried again. It was also left unplugged for a short period of time but all the lights were still illuminating when plugged in to the cardi save iabp. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.